Event description:
The primary line of the pump was programmed to deliver an unspecified concentration of saline at a rate of 20 ml/hr with a vtbi (volume to be infused) of 20 ml and delayed start to begin at the end of the secondary infusion. The secondary line of the pump was programmed to deliver an unspecifed concentration of vancomycin at a rate of 167ml/hr with a vibi of 250ml. At 0940, the nurse reportedly entered the pt's room. At this time the nurse noted the vancomycin bag was "empty." Reportedly, the nurse put the pump "in the stop mode, but the primary infusion of saline continued to flow." The physician was notified. The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.